Event description:
See MFR # 3004209178200903232. It was reported that since the pt fell on his hands and knees; he has experienced difficulty walking and a return to more dyskinesias. The pt was at home in fair condition. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).